Event description:
It was reported that the patient was experiencing implant pain. The patient underwent ipg repositioning procedure. Electrocautery was used. The patient was doing well postoperatively. No product was removed, replaced or added.